Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the screw's cap threads peeled. Another device was used to complete the surgery. There were no adverse consequences to the patient and no surgical delay. The procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Additionally, a visual inspection of the returned photo was performed for reported failure. Visual inspection of the returned device found that the threads of the cranial-scr plusdrive ø1.6 self-drill l4 were stripped. In addition, the head of the screw was heavily deformed, the entire damaged surface was thoroughly examined and no problems with the material were found. The deformed surface suggest that the device was exposed to unintended forces causing a random failure of a component. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The following warnings and precautions are mentioned in the low-profile neuro surgical technique guide: precautions: - fully engage the shaft perpendicular to the screw head. - place the 1.6 mm self-drilling screw perpendicular to the bone at the appropriate plate or mesh hole. Take care not to over tighten the screw. - screwdriver shafts are self-retaining instruments. Please replace worn or damaged screwdriver shafts, if the retention is not adequate. Warnings: - these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. -be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 400.834.04s lot number:8168p75 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 19 oct 2023 manufacturing site: jabil bettlach expiry date: 01 oct 2033 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.